Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hypoglycemia to 69 mg/dl, with cause unclear; the patient suspected receiving too much insulin when announcing a usual breakfast and self-treated with oral glucose. Symptoms included hypoglycemia with shaking and tremors. Outcomes included unexpected medication intervention and classification as a serious illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.